Manufacturer narrative:
Retained prod analyzed; microbiology results are correct and all parameters are within established acceptance criteria. Complaint unit not available for analysis. Root cause has not been established.

Event description:
A male pt experienced (unconfirmed) corneal abrasion and infection while using berkley & jensen multipurpose solution. The pt initially experienced severe irritation. Later his left eye was swollen shut and painful. He sought treatment at the local ER and was given erythromycin and percocet. Pt was referred to an ophthalmologist who reportedly diagnosed corneal abrasion with infection in his left eye. The ophthalmologist prescribed zymar and advised the pt to continue the percocet. Add'l info and complaint unit have been requested; no response.